Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pace impedance measurement resulting in a recorded red alert. Device data was then sent to rhythmcare for review. Data review determined that this right ventricular (rv) lead was also noted to have exhibited low pace impedance measurements, however remains within normal limits. This lead remains in service. No adverse patient effects were reported.